Event description:
Additional information showed the patient had visited their health care provider, who reviewed the patient's fluoroscopic images. There were no apparent fractures or disconnects seen. The patient was going to discuss further options, but no interventions were scheduled at the time of this report.

Event description:
It was reported the patient experienced a loss of therapeutic effect following a revision due to lead migration. The details of the revision and migration were not reported. It was stated that following the revision, impedances were normal, but the manufacturer representative stated "it does not program easily on the left side." The patient's right side stimulation was still working correctly. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer.